Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the needle plunger remained in the pre-deployed position. Slack was present on the link, which is consistent with the foot being opened and closed prior to needle plunger deployment. Dried blood was noted on the device. Since, the device was out of the package, it could not be determined if the slack on the link was present before or after the device was removed from the packaging. Based on the investigation findings, a root cause for the presence of the slack on the link could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during device insertion into the vessel, the link appeared to be loose with slack. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.